Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was confirmed. Customer ordered cine drive, thru a 2nd source, and replaced. Per customer input, the system is now working as intended and was placed back into service.

Event description:
It was reported that the cine is not working on the 9800 system. No patient injury reported,